Event description:
The reporter stated the surgeon felt an aq cartridge-fp, lot number 1233760 seemed different. No further info was provided was provided but if add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval method: cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history and lot number search, a specification root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.